Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602, cocr femoral head, 61199487. The 00771101220 name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset lot: 61170710. The 00630505036 name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 61204683. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00743.

Event description:
It was reported that a patient was revised due to pain, elevated metal ion levels due to trunnion corrosion and acetabular component loosening. It was noted that there was some bland synovial hypertrophy and necrosis of her hip capsule. There was black staining on the trunnion consistent with corrosion. The femoral component was cleaned and left in the patient. The head, liner, and shell were all removed and replaced during the procedure. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes, visual inspection/testing of the devices. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.